Event description:
At the resident's bedside the resident was being transferred into the chair-scale used with the apollo tub. The chair separated from the frame causing the resident to slide from the chair. The cna prevented a fall by raising the resident to the floor, but during this action the resident struck his head on either the chair arm or bedrail, sustaining a laceration requiring 6-7 sutures.